Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 28 months ago. Aneurysm morphology is unk. Vessel morphology was reported as disease progression with aortic neck dilatation. The aortic neck has expanded from 24 mm in diameter to 32 mm in diameter. It was reported that a recent CT demonstrated that the stent graft has migrated distally 20 mm resulting in a type I endoleak (MFR report # 2953200-2010-00773). The physician elected to intervene by implanting a talent aortic cuff (MFR report # 2953200-2010-01274), which successfully resolved the migration and endoleak. However, later at a CT follow-up, a type iii endoleak between the bifurcated stent graft and the talent aortic cuff was evident. The physician elected to intervene by placing a talent occluder and a talent converter. After the talent converter was implanted, a proximal type I endoleak was evident; however, no further intervention was performed or is planned. No additional clinical sequelae reported, and the pt is fine.

Manufacturer narrative:
(B)(4): evaluation:: results: (endoleak), (unk cause of type iii endoleak).